Event description:
It was reported that the pt experienced intermittent stimulation although the device appeared to be switched off. However, after reactivation with the programmer, the device had also changed groups. The pt experienced discomfort with periods of no stimulation. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).